Manufacturer narrative:
Site physician declined to provide patient weight. Return requested. 2 replacement fuses 20a 250v shipped to site 04/11/2016. The suspect part was discarded by the site and will not be returned to manufacturer for analysis. On 04/12/2016 a medtronic representative performed an imaging system check-out, all areas passed. Replaced back-up mobile view station (mvs) line-in fuses and performed a system checkout. Imaging system passed all tests and is up and running. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system mobile view station (mvs) shut-off unexpectedly. Line of power light was off. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system, however, the use of the imaging system was discontinued. Delay in therapy was less than one hour. There was no impact on patient outcome.